Event description:
The device was used during a low anterior resection procedure. A component from the instrument disengaged into the pt's cavity. The surgeon retrieved the component without incident.